Manufacturer narrative:
Per the user guide: once the transmitter ID has been entered into your pump, the two devices can be paired, allowing your sensor glucose readings to be displayed on your t:slim x2 pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the pump was not paired with the transmitter prior to use. After troubleshooting, the pump and transmitter regained connection. No additional patient information was available.